Event description:
The user tested a patient sample for glucose and the result that automatically printed from the analyzer was 13 mg/dl. The user manually reprinted the patient sample results and the glucose result printed as 112.83 mg/dl. No adverse events were alleged regarding this event. The glucose reagent lot number was not provided.

Manufacturer narrative:
This event occurred in the country of (B)(6).

Manufacturer narrative:
The investigation could not identify a specific root cause after various testing methods and data review. The problem could not be reproduced the erroneous result was not reported outside the laboratory. No adverse events were reported.